Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The cause of the event cannot be determined at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm aortic pericardial valve underwent a valve-in-valve procedure due to aortic stenosis and regurgitation secondary to structural valve deterioration caused by calcification. The patient presented with heart failure (nyha class: ii). A 23mm sapien3 was implanted in replacement. The device was originally implanted for aortic valve replacement approximately nine (9) years and five (5) months ago. The patient status was reported as recovered. The device was not returned for evaluation as it remained implanted. Information such as model, serial number, or the causality between the event and the device was not provided by the customer.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The cause of the event cannot be determined at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm aortic pericardial valve underwent a valve-in-valve procedure due to aortic stenosis and regurgitation secondary to structural valve deterioration caused by calcification. The patient presented with heart failure (nyha class: ii). A 23mm sapien3 was implanted in replacement. The device was originally implanted for aortic valve replacement approximately nine (9) years and five (5) months ago. The patient status was reported as recovered. The device was not returned for evaluation as it remained implanted. Information such as model, serial number, or the causality between the event and the device was not provided by the customer.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.